Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
"Fiber expired error" appearing on the display even if fiber has not been expired yet. Problem not confirmed as it hasn't appeared anymore during device testing. No adverse events have been reported.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.